Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Expiration date unknown. Catalog, lot and UDI number unknown / not provided. Occupation unknown / not provided. PMA/510(k) number not available. Device manufacture date. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary investigation.

Event description:
It was reported that the implant was removed because the doctor could not disconnect the implant from the driver after placing it in a cortical bone, when trying to remove it, the implant connection was damaged. Surgery was completed placing a new implant